Event description:
It was reported that the pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer had initially suspended insulin delivery due to the altitude alarm condition and was advised by technical support to remove obstructions, clean the speaker holes, and reconnect the cartridge. Despite these steps, insulin could not be resumed until a new cartridge was loaded and the pump operation returned to normal. The issue was attributed to the original cartridge not venting properly.